Manufacturer narrative:
E1: reporter phone number: (B)(6). A philips remote service engineer (rse) interviewed the customer and assisted with troubleshooting the unit. The customer recalled the monitor was not alarming for supraventricular tachycardia (svt) and ventricular tachycardia (vt). There was no other information regarding what settings the monitor was set to. The rse remotely connected to the unit and accounted for the default settings, which were sent to the customer by email. The customer will review the strips that the techs stated did not alarm for those rhythms and see if they meet that criteria. The rse could not reach the customer to confirm that they system did not alarm according to their settings. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device did not generate alarms for supraventricular tachycardia or ventricular tachycardia. The monitor technician notified the nurse manager that the telemetry device was "not picking up the svt and vtac/not triggering an alarm". System settings were sent to the manager by the clinical support specialist but further attempts to contact the manager have been unsuccessful. Good faith efforts are being performed to obtain further information. The device was in use at the time of the event.